Event description:
Device report from synthes (B)(4) reports an event in united (B)(4) as follows: wire was unable to pass through guide with wire tip jamming and consequently snapping off. Tip remained in jig which was removed and free hand cutting was performed with distraction/compression device. Operation then proceeded without incident and good compression of osteomy was achieved with an 8 hole plate with excentric screws and lag screw technique. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: an investigation was conducted and it indicates that the drill template was manufactured according to specification. It is clearly visible that the guide hole got slightly damaged from the k-wire. It could have been caused by too much mechanical force during insertion.